Event description:
It was reported that during a zankers diverticulum procedure, that after the procedure the patient is now not doing well. The patient has been in and out of the hospital with a leak. Original procedure did not present any issues. No further information was provided.

Manufacturer narrative:
(B)(4) date sent: 1/18/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure trans orally or through an incision? Does surgeon regularly use the pvs device for diverticulum? What diagnostic studies has the patient had? What is the patients current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.